Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an rotator cuff surgery the the needle was used out of the speedbridge kit (ar-2600sbs-8; batch: 1516877). The tip of the device broke in the shoulder. The surgeon could not find the tip and it remained in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-13995n, multifire¿ scorpion¿ needle, batch 15213273, was received for evaluation. Visual inspection revealed that the point/tip of the needle was broken off. A slight bend was observed on the remaining tip. The measurement of the blank thickness according to drawing c25802 at revision 0, with a specified dimension of 0.0130 ± 0.0005, resulted in a measurement of 0.0130, which is within the acceptable range. Functional testing is not applicable to this because the damage. The most likely cause(s) for the reported failure can be attributed to user error, misaligned insertion, or excessive forces through leveraging/prying the device. According to dfu-0392 at revision 1. Warning. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.